Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01079, 3005168196-2015-01080.

Event description:
The patient was undergoing a coil embolization procedure in the right femoral artery using penumbra coil 400 coils (pc 400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully delivered two pc400 coils into the aneurysm. However, while advancing a new pc400 coil through the px slim, the physician met resistance and withdrew the pc400 coil. The physician then successfully advanced another manufacturer's guidewire through the px slim and made an attempt to advance a new pc400 coil through the px slim. However, the physician met resistance again and removed both the pc400 coil and the px slim. The procedure was successfully completed using a new px slim and new pc400 coils. There was no report of an adverse effect to the patient.